Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 07/16/2019. Device returned to manufacturer: yes. Device evaluation: the returned pcb00 device was received in the original folding carton. The plunger was fully advanced for delivery, locked and functional. The pcb00 device was observed under microscope and no traces of viscoelastic were observed in the cartridge. The lens was received out of the insertion device. There is no damage observed on the lens. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. The directions for use (dfu) and historical data analysis was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. There was no indication of a product quality issue as result of the investigation. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It as reported the doctor went to advance pcb00 21.5 diopter intraocular lens (iol) into the patient¿s operative eye, but could not. It was reported the iol was partially delivered into the eye, a new lens was placed, and the patient has recovered, and there is no further information available. No additional information was provided to johnson & johnson surgical vision.